Event description:
Philips received a complaint from the customer reporting the v60 ventilator powered off while in clinical use. The device was in use. The patient exhibited signs of acute respiratory distress as a result of the reported issue. The device was removed from service. Based on the information currently provided and available, during clinical and therapeutic use of the v60 ventilator, it was alleged that the device had powered off unintentionally, resulting in acute respiratory distress of the patient and an institutional rapid response being called. It was reported that the room alarms were triggering and upon checking on the patient, the device screen was black, and ventilation was not being provided. The nurse removed the patient from the device, called a rapid response, and placed the patient onto 6 l/min supplemental o2 via nasal cannula. A respiratory therapist observed the patient's spo2 (saturation of peripheral oxygenation) to be 74%, and subsequently began to provide manual ventilation via bvm at 100% fio2 until a spo2 of 100% was reached. The device was removed and a replacement requisitioned. The patient was placed onto the backup device with noted toleration of therapy and no further harm or issue. Investigation into the device significant events log was conducted by a philips engineer and confirmed the date of event as 10-jan-2025. While investigating the log, it was determined that the device had triggered a low internal battery alarm at approximately 0811 and power was restored to the device at approximately 1111. On (B)(6) 2025, the unit was plugged in to ac and it was observed that the internal battery was at 16.58 volts. The rse recommended running the unit for an extended time and completing performance verification testing (pvt). Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.